Event description:
A # 20 gauge x 1 1/4" protect IV plus safety IV catheter inserted into pt's right antecubital fossa. Upon retraction of catheter, resistance was met; it was noted that small portion of tip of catheter was broken off. X-ray confirmed retention of catheter in antecubital fossa. Pt to operating room on (B)(6) 2012 for surgical removal of a piece of plastic tubing.